Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia ¿coelio¿, when the mesh had to be fixed, the staples did not deploy at all. They use three other devices completed the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The first instrument was received with a device loading unit (dlu) preloaded with four tacks remaining. The instrument and loading unit were applied to the appropriate test media with acceptable results. The second instrument was received with no dlu and no visual abnormalities. Functionally, a test dlu was loaded onto the device. During firing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was opened as instructed by engineering and it was noted the leaf spring was detached and rolled. Additionally, the spring retainer was broken. The third instrument was received with no dlu and a tack in the e piece. No damage was noted to the e piece. Functionally, the tack was removed from the e piece and a test dlu was loaded onto the device. The instrument and test loading unit were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the handle after actuating, thus preventing the unit from firing. The product analysis established a relationship between a device condition and the reported incident of instrument did not fire. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.